Manufacturer narrative:
A philips remote service engineer (rse) advised the customer this could either be a problem with one or more network switches or a dhcp issue. The rse remotely accessed the system and the device status showed that all network switches were connected. The rse requested that the customer to go into the closet to obtain the internet protocol (ip) address of a network switch that any of the affected beds in order to check for disabled switch ports. The customer declined to obtain the ip address and requested onsite support. However, the customer cancelled onsite prior to field service dispatch. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the patient information center ix indicating that multiple bedside monitors on multiple floors are not getting an internet protocol (ip) address and display "unsupported lan" inop in the sectors. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) advised the customer this could either be a problem with one or more network switches or a dynamic host configuration protocol (dhcp) issue. The rse remotely accessed the system and the device status showed that all network switches were connected. The rse requested that the customer to go into the closet to obtain the internet protocol (ip) address of a network switch that any of the affected beds in order to check for disabled switch ports. The customer declined to obtain the ip address and requested onsite support. However, the customer cancelled onsite prior to field service dispatch. Good faith efforts were made to determine the cause and resolution for the issue; however no response was received from the customer. The cause and resolution for the issue remain unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.